Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient was hospitalized on an unknown date. The reporter noted the patient discontinued pump therapy, and the pumps settings were not recently changed. During troubleshooting, the reporter noted the patient believed the pump had been hacked. The pump was not available for troubleshooting at the time of the complaint. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because troubleshooting could not be completed to rule out the pump as a contributing factor to the reported hospitalization.